Event description:
A nurse reported that a pt was admitted to hosp on (B)(6) 2014 due to once case of peritonitis. This reporting nurse stated that the episode of peritonitis was due to touch contamination, where the pt did not practice aseptic technique during treatment. The pt did not wash their hands and did not wear a mask. The date of the pt's discharge from the hosp was unk. Medical records were requested.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance dept has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.